Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion occurred. The customer's blood glucose was 185-186 mg/dl. The customer declined to troubleshoot with tandem technical support.